Event description:
It was reported that two months after an unsuccessful urethral bulking procedure, the doctor went in to perform a sling procedure and found exposed bulking material on the urethral wall and in the patient's bladder. The doctor did not remove the material because it was not free floating. The sling procedure was performed and no further complications have been reported.